Event description:
It was reported that by the field clinical representative that the healthcare professional (hcp) stated this right ventricular (rv) lead exhibited decreased impedance and an elevated pacing threshold of 4.0 volts (v) at 1.0 milliseconds (ms), raising concern for possible micro perforation. As a result, this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.